Manufacturer narrative:
Concomitant medical products: product ID: 977a290 lot#: 0209199149, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 08-jan-2019, UDI#: (B)(4), initial reporter: phone number: (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced more pain than usual and no longer feels stimulation. The device was interrogated. All contacts gave warning for high impedance. The lead was explanted and replaced. The outcome was resolved without sequelae. Etiology was related to the device or therapy. No further complications were reported or anticipated.